Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.00mm/1.5cm/140cm and 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon was ruptured at 12atm within 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No patient complications were reported.